Event description:
The customer reported via phone call that they dropped the insulin pump into the pool. Customer also reported fluid was present under the display. It was also found the insulin pump alarmed failed battery test when the battery was removed. Customer's blood glucose was 312 mg/dl. It was also reported cracks were present around the battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.